Event description:
It was reported that the lv (left ventricular) lead became dislodged following implant of a new rv (right ventricular) tachy lead. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2014; 5086mri45 lead, implanted: (B)(6) 2013. (B)(4).